Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The reported problem was a nav ring failure. There was no patient involvement.